Event description:
It was reported that the customer had low blood glucose. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 27 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was malfunctioning it was over delivering. Caller stated that the customer programmed 6 units, but the insulin pump gave him 12.1 units. Caller also stated that the reservoir had air bubbles and customer is on dialysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-86184.